Event description:
Edwards received notification that this patient born in 2010, with a valve model 11500a25 implanted in pulmonary position, underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and six (6) months due to calcific degeneration and restricted leaflet mobility leading to stenosis. As reported, patient presented with dyspnea. A 26mm transcatheter heart valve was successfully implanted within the pre-existing edwards surgical device. Patient was stable after the surgery.

Manufacturer narrative:
Added information to sections a1, a3, b5, b7 and e1. In addition, updated information to section h6 (component code, clinical code, device code(s), investigation findings and investigation conclusions). H11. Additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. In addition, the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The most likely cause is patient factors, including tof (tetralogy of fallot), patient's age at implant.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 11500a25 implanted in unknown position underwent a valve-in-valve procedure after an implant duration of approximately four (4) years and six (6) months for unknown reason. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device.